Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the consumer states the left brake on the chair was not holding upon evaluation the provider found the hublock cable broke off where it connects to the foot brake.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the hublock cable was broken at the footplate, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider states the consumer states the left brake on the chair was not holding upon evaluation the provider found the hublock cable broke off where it connects to the foot brake.